Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.

Event description:
This is report 3 of 18. Report received from (B)(6) via synthes (B)(6) stating that there was "residue found in the sterile pack" of the device. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional info provided.